Event description:
Patient revised due to osteolysis and polyethylene wear of the tibial insert.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports for the product code/lot provided. Although the exact root cause of the reported wear could not be determined, it would not be unreasonable to expect some wear after 10 yrs of implantation. The investigation did not identify a need for corrective action. The product code is an obsolete item. Should additonal information be received, the investigation will be reopened. Depuy considers the investigation closed.